Event description:
It was reported: "the gamma4 targeter has continuously been missing the distal screws of the nail on intermediate nails.".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.